Event description:
Heartmate 2 presents for first admission for driveline infection. Wound culture grew (B)(6). Surgical incision and drainage (I&d), IV antibiotics and vacuum assisted closure (vac) dressing were required for infection management. Patient was discharged home with IV antibiotics and vac dressing.